Event description:
On march 8, 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter has a power issue (meter does not turn on). This medical affairs specialist was unable to contact the patient to verify information gathered during the initial call or obtain follow up information. The patient indicated that after the meter power issue began on a week earlier, the patient was taking his usual diabetes medication (10 mg of glipizide 3 times per day). At some point (unspecified time and date) before the reported issue began, the patient had symptom of feeling shaky. On the morning of the day prior to original date, the patient indicated he received medical intervention by administering self-treatment with feed/beverage. It would have been helpful to obtain the following information: testing frequency, medication regimen, blood glucose reading prior to the medical intervention, food intake, and changes to the diabetes medication regimen and testing frequency prior to or after the day of the medical intervention. During troubleshooting, the customer care advocate verified that the battery was installed correctly, the meter neither turned on with the test strip inserted into the meter and the power button pressed, and the contacts were in good condition. However, the patient did not replace the battery per the owner's manual. This complaint is being reported because the patient claimed he was shaky a symptom that can be associated with severe hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.